Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Examination of the returned device revealed that the catheter burr housing and advancer were not connected to each other upon their return to cis. The coil and handshake connection were not contained within the sheath upon the return of the device to cis. The advancer knob was returned in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection of the advancer was inspected and the handshake connection was noted to be bent. Blood was noted in the catheter sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr detached from the shaft. A 1.25mm rotalink plus was selected to treat a target lesion located in the circumflex artery. During procedure inside of the patient, it was noted that the burr broke off from the shaft and remained in the circumflex. The detached burr was snared and was completely removed. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that the burr detached from the shaft. A 1.25mm rotalink¿ plus was selected to treat a target lesion located in the circumflex artery. During procedure inside of the patient, it was noted that the burr broke off from the shaft and remained in the circumflex. The detached burr was snared and was completely removed. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Age at the time of event: (B)(6) (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).